Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported " implant rupture". Device remains implanted. This relates to an unknown side.

Event description:
Physician reported " implant rupture". Device has been explanted. This relates to an unknown side

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.